Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the crew noticed that the lifeband (lot # unknown) would not clip into the autopulse platform (sn unknown). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR # (B)(4) for the lifeband.